Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had elbow bursitis which led to an infection. Growth was seen on the right atrial (ra) lead. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.